Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was removed from the patient's tooth. The involved reciproc r25 8/100 25mm 025 is actually broken at the tip of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1465025, 1465055, 1465709, 1465977, 1465968, 1465740, 1465455, 1465694, 1465440, 1465016, 1465461). Root causes are not identified. This kind of event is tracked and we monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The outcome of the event is unknown as of this MDR evaluation.